Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking sensation, even when the implantable neurostimulator (ins) was turned off. No further information was received and, due to the lack of contact information provided, no additional information was able to be obtained.